Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography/biliary lithotripsy procedure performed on (B)(6) 2014. According to the complainant, the patient¿s gallbladder duct was situated at the right side of the bile duct. During the procedure while advancing the lithotripter basket, the physician felt resistance at the right side of the bile duct. The physician continued to insert the device and reached the bile duct by changing the direction of the scope and guidewire. When advancing the device, it was noted that the side car was pushed back, making it difficult to track the basket over the guidewire and insert the basket into the center of the bile duct. The physician then inserted the basket into the center of the bile duct by pushing the tip of the basket into the bile duct. A stone was captured and removed from the patient. The procedure was completed with this device. Following the procedure (date unknown) the patient developed symptoms of retroperitonitis. A ¿CT and under radiographic guidance¿ was performed and a perforation was seen at the right side of the patient¿s bile duct. In the physician¿s opinion, the bile duct wall might have been damaged when the physician pushed the distal tip of the basket into the bile duct. Additionally, the bile duct wall might have been damaged when the basket was manipulated to remove the stone. The exact location of the perforation was unable to be identified. External drainage was used to address the perforation.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reported event of side car - rx pushback. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.